Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung resection, when firing the staples, there was a problem unloading the device, the device was slipping and sticking to tissue. The staple was able to fire, the staples were misshaped and malformed. The remaining reloads were fired to complete the case. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic lung resection, when firing the staples, there was a problem unloading the device, the device was slipping and sticking to the tissue. The staple was able to fire, the staples were misshaped. They used another reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of four photographs of a device, the respective packaging, and a staple line inside a patient cavity. A visual inspection of the returned photos noted no abnormalities with the device or the packaging could be seen. Malformed staples and staple line bleeding can be seen within the patient cavity. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.